Event description:
It was reported that after a fall in which the pt hit his head, the pt was no longer able to hear with his implant. The area over the implant is ver swollen. Testing confirmed that the device has malfunctioned. The pt is due to be re-implanted in 2007.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.